Event description:
Bronchoscopy done today for recurrent atelectasis of lingula related to past cancer as well as treatment for cancer. Able to remove one area mucous plugging but had second well established tenacious area mucous plugging. Tried multiple maneuvers to try to clear airway. Used balloon catheter to pass area-inflated balloon to sweep backward to try to remove. Balloon at end of catheter became dislodged. Unable to retrieve and could not complete debride mucous which now contains balloon.